Manufacturer narrative:
Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02932. Zimmer biomet reference number: cmp(B)(4).

Event description:
It was reported that a patient underwent an initial hip procedure and the taperloc distal stem was opened for surgery and it was discovered that the foam packing inside had been abraded and small particles of the foam was covering the sterile implant packaging. Surgery was completed with the device. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: sterile expiration date - jan 31, 2023. UDI # - (B)(4). Manufacturing date - 1st feb 2013.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. The device was not returned for evaluation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.